Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical performance of magnetic resonance imaging conditional and nonconditional cardiac implantable electronic devices. Pace - pacing and clinical electrophysiology. 2017; 40(5):467-475. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article noted lead malfunctions after the patient received an MRI (magnetic resonance imaging) including decrease in pacing impedance and change in pacing thresholds. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.